Event description:
Clinical narrative: a 68-year-old male with acute myocardial infarction and cardiogenic shock (scai stage d) underwent impella cp placement via right femoral arterial percutaneous access>during support, the device functioned as intended at performance level p-7, providing approximately 4.5 l/min of flow with d5w sodium bicarbonate utilized in the purge solution. While on support, the patient developed hemolysis, identified by elevated plasma free hemoglobin with two values exceeding 40 mg/dl within 24 hours. Imaging was available and utilized; however, good pump position during the hemolysis event was not definitively confirmed. The pump was not reported to be in contact with the mitral apparatus, and there was no documentation of repositioning to address a positioning issue. The device was not removed due to the hemolysis, and resolution of hemolysis following explant is unknown. The patient survived to device explant. Hemolysis is a known risk associated with impella use and as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5's clinical narrative updated. The investigation is still ongoing.

Event description:
Additional information provided on 25jun2026. The hemolysis resolved overnight last night and they were able to reposition the pump. The patient was escalated, and the customer was unable to get the pump. Plasma free cleared, as well as the urine.